Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed during operational testing. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
It was reported to philips that the device failed during operational testing. There was no patient involvement.